Manufacturer narrative:
The date of event was (B)(6) 2018 and it was reported that the patient experienced this peritonitis in (B)(6), (B)(6) and (B)(6). It was reported that the patient experienced diarrhea and had to disconnect to use the bathroom. After that, the patient re-connected and continued the therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced three events of peritonitis. The cause of the events was not reported. It was not clarified if the patient was hospitalized for the events. Treatment was not reported. On an unreported date, pd therapy was discontinued. Six days prior to receipt of this report, the pd catheter was removed and a hemodialysis catheter was placed. At the time of this report, the patient outcome was not reported. No additional information is available.